Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information has been requested, however a response has not been received to date: procedure name? How many needles broke during this one patient event? Was the broken needle piece removed from the patient? If yes, was it removed during the initial procedure or did the patient undergo an additional procedure to remove the needle? Does a piece of the needle remain in the patient¿s tissue? If yes, in what tissue structure is the needle piece located? If the needle piece is retained, are there any plans to remove the needle piece? Were there any patient consequences as a result of event report? Patient current condition? Evaluation: there was no sample received for analysis. Only photos of the sample were received for analysis. Upon visual inspection of the picture, a broken needle of product were observed. However, no conclusion could be reached to the origin of the breakage as the device was not returned for analysis. Attempts to obtain the following information have been made with no response to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6)2019 and suture was used. During the procedure, after 2 passages, the needle broke in 2 parts. The part of the needle with the thread was on the patient stomach. It was not possible to see the needle. An xray was made to see if the needle was still on the patient. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: procedure name? Parietal repair. How many needles broke during this one patient event? One needle got broken after two passages through the aponevrosis of the patient. Was the broken needle piece removed from the patient? The piece of needle has been removed form the patient after having located by scopic control. If yes, was it removed during the initial procedure or did the patient undergo an additional procedure to remove the needle? The needle has been removed after that the surgeon undid the suture and re-opened the inter-aponeurotic plan. Were there any patient consequences as a result of event report? No patient consequence. Patient current condition? The patient doing well.

Manufacturer narrative:
(B)(4). A suture needle was for evaluation and the component was identified as product code frf2508. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.